Event description:
During an MRI scan, the nurse reported that after the infusion was completed, as she was disconnecting the pt from the pump, she noticed a large air bubble in the infusion set that did not cause an alarm. The infusion pump was stopped prior to the air bubble reaching the pt. No pt injury resulted from this event.

Manufacturer narrative:
The hospital's examination of the pump determined the 3860 pump operated normally, and could not duplicate the event. Iradimed corp also examined the pump at our facility and the infusion set used at the time of the event was tested with the pump, and no problem was identified that could have caused this event. The examination of the pump's history/event log did not identify any action that can account for the event. From the info available, no conclusions can be made as to the cause of this report at this time. The design of the pump requires the confirmation that the air bubble is operating before an infusion can occur when the pump is initially powered on. When the pump first powered on, loading the IV set creates an air-to-fluid transition at the air bubble sensor of the pump, which is required before running an infusion. If the infusion set is installed in the pump prior to powering the pump on, a "load set" or "unload set" message is displayed, requiring the user to either remove or replace infusion set, which creates an air-to-fluid transition at the air bubble sensor of the pump, which is required before running an infusion. These required actions confirm the air bubble sensor is functional at each power on cycle. The initial infusion can't be started without completing this process. On (B)(6) the pump was powered on at 15:51:17, and infusion started at 15:52:59, which indicated the air bubble sensor was functional at that time. Additionally, the pump's history event log was examined and it was confirmed that the pump had reported air-in-line alarms during previous uses, indicating this alarm has operated normally during uses of the pump. This is the first report of this type for the mridium 3860 pump. As a precaution, the air bubble sensor was replaced in this pump, and is being returned to the supplier for an evaluation of the sensor. Iradimed corp will continue to monitor for any similar report to determine if further action is warranted. This report was delayed to incorporate the lates info from the nurse present at the event, which was finally obtained on (B)(4) 2014.